Event description:
Provider alleges the consumer was sitting in the chair and when he stood to transfer out of the carbon, he allegedly saw sparks then the chair allegedly caught fire.

Manufacturer narrative:
Notified the manufacturer of record of the incident. Site visit coulde not concule the device was the casue of the event. However, complete device was not made available. Report on file and sent to the manufacturer of record.

Manufacturer narrative:
Site visit could have not conclude the device was the cause of the event. However, a complete device was not made available. Report on file and sent to the manufacturer of record. Additional information: not a pride issue. Provider informed rep the consumer caught the chair on fire with a cigarette and walked into the store a little later and bought a gochair. Didn't want lithium anymore.

Event description:
Provider alleges the consumer was sitting in the chair and when he stood to transfer out of the carbon, he allegedly saw sparks then the chair allegedly caught fire.